Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was difficult to press. Button was able to be pressed easier in the middle. Customer ended phone call with tandem technical support prior to any troubleshooting could be performed. There was no reported impact to customer's blood glucose.